Event description:
It was reported that on an unknown date a 14" ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext generated a leak during patient use. As per the report, the fluid leaking from the yellow dot/port ¿ primary site of leakage. Multiple medications are run through the manifold. When it leaks, the patient does not receive the prescribed dosing of medication. Depending on which medication is attached and leaking, it can affect blood pressure, level of sedation, and pain control. It is also an infection risk. No unusual circumstances and it was discovered by bedside register nurse (rn). The device was not re-sterilized or re-processed and it was not pre-tested prior to use. A second device was required. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
Received one (1) used b5505 ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red) for inspection. No defects or anomalies noted. He valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. There was leakage from the yellow port white button. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve.